Event description:
It was reported at a catheter implant case, the surgeon was able to advance the catheter from l3 to t4, but the catheter buckled around t2 spine. They were trying to get the catheter cervical. It was later noted that the manufacturer¿s representative deemed this an anatomical abnormality, not an equipment issue. It was noted that it could have been scar tissue or something else anatomical. The implant was successfully completed and cerebrospinal (csf) backflow was observed and confirmed at the catheter access port (cap). The catheter eventually advanced to the desired level. No patient symptoms or drug information was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).